Event description:
A user facility biomedical technician reported that an aquabplus, hf 2000 experienced a ¿w-02-51-03: supply warning: concentrate pressure too low¿ message. There was an intermittent display board issue, with flashing, when trying to reset the power. After checking the wiring, it was discovered that the wiring harness and motor protection switch both had faulty signal going to the power supply boards due to overheating and it was noticed there was charring and discoloration on the motor protection switch and connection cables on both ro's. The motor protection switch 16a and the connection cable for the motor protection switch were replaced which resolved the reported issue. No parts are available for return to the manufacturer. There was no patient involvement, no harm or adverse event reported as the issue occurred prior to treatment. Additional information was requested but as of date, not provided.

Manufacturer narrative:
If the lot number or serial number is known use sap (display batch or display material serial number) to find the manufacture date.

Manufacturer narrative:
Correction: previous h10 should have stated 'the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity' plant investigation: no parts were returned to the manufacturer for physical evaluation. The complaint investigation determined that the reported event was caused by low contact pressure between the crimp connector/cable lug and its contact pin at the motor protection switch. The too low contact pressure resulted in a too high contact resistance at the bad contact point and a high thermal power loss was indicated. The burnt motor protection switch and the discoloration of the wiring harness could be confirmed with the provided pictures. A device history record (DHR) review was not performed as the issue is known. Reproducing the reported failure pattern was not necessary, as the failure type is a known issue. Based on the provided photo, the reported problem was able to be confirmed. The issue was resolved onsite by replacing the motor protection switch 16a and the connection cable for the motor protection switch to resolve the reported issue.

Event description:
A user facility biomedical technician reported that an aquabplus, hf 2000 experienced a ¿w-02-51-03: supply warning: concentrate pressure too low¿ message. There was an intermittent display board issue, with flashing, when trying to reset the power. After checking the wiring, it was discovered that the wiring harness and motor protection switch both had faulty signal going to the power supply boards due to overheating and it was noticed there was charring and discoloration on the motor protection switch and connection cables on both ro's. The motor protection switch 16a and the connection cable for the motor protection switch were replaced which resolved the reported issue. No parts are available for return to the manufacturer. There was no patient involvement, no harm or adverse event reported as the issue occurred prior to treatment. Additional information was requested but as of date, not provided.